Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/3/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: -did the reported issue contribute to any patient adverse consequences? None. - do you have any photos available for visual analysis? Sent to chloe in a separate email. -where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Found on the needle when opened. - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? - was the product seal on the foil still intact when the package was opened? Pack sealed. - will the device be returned for evaluation? If yes please return all relevant packaging material suture thrown away, chloe collected 3 packs of the same batch number. - was the procedure completed without any adverse effect to the patient? Yes. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: please also provide us with an update with regards to the product return. · have you already returned the product for analysis? (If yes, please confirm the date shipped and the courier tracking number) yes, (B)(4), shipped tuesday (B)(6). · if the hospital has not or will not release the product until a future date, please confirm this and what the future date is. N/a. · if the product is no longer available, please advise. N/a. A photo has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported found some residue on the above sutures. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found h6 component code: c22 - photo analysis additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified h3 investigational summary: the product was returned to ethicon for evaluation. One empty box and three representative unopened samples were received for analysis. The product code w1718 is double armed. Upon initial inspection of the samples, no external damages were observed on the external packets. To evaluate the returned samples, the packets were opened and both needles exhibited excess epoxy in the channel area and nearby the suture on one sample. No epoxy-related anomalies were observed in the needles of the remaining two samples. Additionally, three photographs were provided, clearly displaying the foreign matter, which is consistent with the condition of the received sample. Based on the information currently available, excessive epoxy was identified during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.